Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports four false negative results for two individuals using the cue covid-19 test for home and over the counter (otc) use. This MDR is to document 2 of 2 false negative results for individual 1. See case-(B)(4) and case-(B)(4) for alternate false negative results. Customer reported a suspected false negative for her daughter from (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4) , lot 19996g, reader sn (B)(4)). Customer performed one binaxnow rapid test on (B)(6) 2022 and two binaxnow rapid tests on (B)(6) 2022 which all provided positive results. There were symptoms present and a known exposure which was the reason for testing. Cartridge's were stored appropriately.